Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that external rescue of this patient coded during the procedure to implant this device and external rescue was required due to failure to convert the arrhythmia despite device delivery of six shocks. Shocking impedance was noted to be on the higher side but stable. The patient is very large and the caller was questioning the potential effects of anesthesia. X-ray showed the device appears to be rotated and anterior. Rep will call back when she is loading to computer. Wants to send data via latitude link for impedance at induction. X-ray done system is perhaps too anterior and high. The system was subsequently explanted approximately one week post implant and was replaced with a competitive system. No additional adverse patient effects were reported.